Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5054996/5062814/5055009, additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: 21911379/22550756.

Event description:
It was reported that the patient had two corrupted leads. The patient underwent a revision procedure wherein leads and clik anchor were replaced. The patient was doing well postoperatively, and the explanted devices were discarded.